Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that orders were not crossing to all devices. A technical support specialist established a connection to the server and verified that all messages were current. The customer also confirmed that no additional issues had been reported. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system orders were not crossing to all devices. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.